Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered to due right ventricular (rv) lead noise/elevated short v-v intervals, high pacing impedance, and short non-sustained ventricular tachycardia episodes. An rv lead fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.